Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a hemodialysis shunt which was stented some months ago with a supera self expanding stent (ses). This procedure was to extend the stented area to optimize blood flow. The 4x38 mm xience prime stent delivery system (sds) could not be easily advanced and seemed to hook into the mesh of the supera stent. The xience prime sds was ultimately able to be advanced; however, the balloon not inflate to deploy the stent. The sds was removed and another xience sds was used to complete the procedure without issue. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis was performed on the returned device. Activation failure was confirmed. The reported difficult to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported that the stent delivery system (sds) encountered resistance with a previous implanted stent, resulting in difficult to advance. The analysis of the returned device confirmed the crossing profile met specification. The analysis noted a leak in the guide wire exit notch and damage to the inner member. These types of damages are consistent with manipulation against resistance. In addition, it was reported the stent failed to deploy. In this case it is likely that the noted leak contributed the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.